Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ligation of gallbladder artery and bile duct, the doctors found that the absorbable ligation clip was damaged and could not be used normally when using it. They immediately replaced the new absorbable ligation clip and continued the surgery for the patient. There was no patient injury.